Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient had a gastrointestinal bleed on (B)(6) 2016. A colonoscopy was performed and multiple small and large mouthed diverticula were found in the sigmoid and descending colon as well as a 3 mm sessile polyp in the descending colon. The polyp resection was not done due to inadequate bowl prep. Hematin was found in the entire colon and internal hemorrhoids were found during retroflexion. The patient was taken off of aspirin on (B)(6) 2016 which resolved the bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.